Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the lower bearing on the driveshaft, as well as, problems with the rotor and motor assembly. Service will do a complete rebuild of the device and return to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed. There were no adverse consequences reported as a result of this event.